Event description:
It was reported that three burs broke during use. No adverse consequences were reported.

Manufacturer narrative:
There were 3 burs associated with this complaint. The burs were returned for evaluation. A review of the returned parts indicated two types of failure; one at the weld joint and one at the neck of the bur. It was not possible to determine the root cause for the breakage.